Event description:
It was reported the offset broach fractured at the weld. No impact to the case time or patient. Second offset broach was used to finish case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One offset flex clamp broach hndl item# 31-555408 lot# 550480 was returned and evaluated. Upon visual inspection the handle had fractured at the strike plate. There are impact marks on the handle near the fracture location along with on both sides of the strike plate. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.